Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate hv therapy due to sinus tachycardia with rapid conduction. Programming changes were made. No further information is available.